Event description:
The laser system did not started for error message and leakage from resonator. We are unaware about pt injury.

Manufacturer narrative:
Broken rod and damaged optics inside the resonator due to the water leakage. The water leakage was probably due to the bad water quality put inside the hydraulic circuit. We are unaware about pt injury.